Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. This report is for this part is for an unknown vectra screw, partial part # 04-613-1xxs./unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Original implant date was sometime in (B)(6) 2015. Unknown if device is/was explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). The complainant indicated that fragments were identified post op on x-ray which will likely require additional surgical intervention. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that x-ray photos which were taken in (B)(6) 2015 and (B)(6) 2016 show a metal piece-like fragment in the reported vetctra screw locking place for anterior vertebraea. No fragment was shown on the x-ray photo taken right after the initial surgery which was took place on (B)(6) 2015. The surgeon would like to confirm whether the implant has been damaged. This complaint involves 3 parts. This report is 1 of 1 for (B)(4).